Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The instrument's thread is defective.

Manufacturer narrative:
Examination of the returned device confirms the complaint; both sets of threads are extremely damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.